Event description:
On july 10, during an endoscopy, the physician advanced biopsy forceps into biopsy cap and the broken end of a scope brush emerged into the second portion of the duodenum but was able to be retrieved by a cold snare. As the brush was removed, a 10mm incidental linear mucosal tear occurred in the lesser curvature of the gastric body. No additional health care treatment required at this time.